Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). (B)(4). The reporting facility has indicated that they will not be returning the pump for investigation. However, in a follow up call to the reporter, she stated that a copy of the log and the results of their biomed testing may be provided. The reporter said she had no other additional information about the event at this time. To date the pump logs have not been received; therefore, the exact cause of the reported event could not be determined. All available information has been forwarded to the device MFR. If the pump or pump logs are returned for evaluation and/or additional pertinent information becomes available, a follow up report will be filed.